Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance >=10000 ohms. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. No patient adverse events were reported. No known surgical interventions have occurred to date.